Manufacturer narrative:
(B)(4). Batch #: t5c00n. Investigation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during its use, the device stayed jammed with patient's tissue between the jaws. The surgeon attempted to unlock the device during few minutes. Then, he used the red button to unlock the device. Use of another device from the same lot to complete the procedure with success. No patient consequence.